Event description:
The patient had an hip infection and the pathogen is unknown. At about 6 months from primary the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 july 2024: lot 2009303: (B)(4) manufactured and released on 20-nov-2020. Expiration date: 2025-11-09. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: liner: mpact dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot 2315929: (B)(4) manufactured and released on 19-sep-2023. Expiration date: 2028-08-29. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2118284: (B)(4) manufactured and released on 22-mar-2022. Expiration date: 2027-03-03. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.32.4248cf dm converter tin coated f/dme (k211891) lot 2217487: (B)(4) manufactured and released on 02-dec-2022. Expiration date: 2027-11-15. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 3d metal 01.38.356mh acetabular shell ø56 multi-hole thin (k202568) lot 2208154: (B)(4) manufactured and released on 27-giu-2022. Expiration date: 2027-06-13. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0015 cancellous bone screw ø 6,5 l 15 (k200391) lot 2239066: (B)(4) manufactured and released on 25-oct-2022. Expiration date: 2027-10-10. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0015 cancellous bone screw ø 6,5 l 15 (k200391) lot 2306686: (B)(4) manufactured and released on 03-may-2023. Expiration date: 2028-04-13. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l 30 (k200391) lot 2218862: (B)(4) manufactured and released on 12-dec-2022. Expiration date: 2027-11-17. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0045 cancellous bone screw ø 6,5 l 45 (k200391) lot 2119577: (B)(4) manufactured and released on 05-july-2022. Expiration date: 2017-06-16. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.